Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during anastomosis, the anvil could not be firmly attached. Also, when closing, there was a half turn of the knob that did not move the trocar inside, that turn was empty and could feel it when the stapler was held. The head of the stapler kept falling off so a new stapler was used to resolve the issue. The surgical time was extended by 20 minutes. There was no patient injury.

Manufacturer narrative:
Additional information: d9 (latest return date), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted visual inspection stated that the staples were partially advanced. The anvil of the instrument was observed to be not tilted and attached to the instrument. One of the retainer legs of the anvil was observed to be bent. Functionally, the advanced staples were reset into the staple guide. Due to the observed retainer leg damage of the clinical anvil, a representative anvil was attached to the center rod without difficulty prior to firing the instrument. The wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. It was reported that the anvil was difficult to attach and also was disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. It was also reported that the anvil has difficult approximation. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.